Manufacturer narrative:
Fh industrie procedures did not clearly define the rules for reporting incidents to FDA when the devices were no longer being distributed into the us market. The vigilance officer at the time was unaware that these reporting rules had to be applied even to products that were no longer distributed in the united states and that were inactivated in the FDA registration & listing database. The medwatch reports that were not filed are not connected to any recalls and had no impact on patient safety. A CAPA was opened to determine root cause and corrective action.

Event description:
The head of the screw broke off during proximal locking and tightening of the nail. Consequences for the patient: difficulty in removing osteosynthesis material, increased operating time.